Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic submucosal dissection (esd) overstitch closure procedure performed on (B)(6) 2024. During the procedure, the cinch failed to cut the suture. The user squeezed the handle harder, and the suture was cut; however, this caused the cinch wire to spring back into the cinch plug. A rat tooth was used to remove the cinch wire from the plug; however, it was unsuccessful. A ovesco generator was used to cut the cinch wire close to the plug. The procedure was completed with a different device same model. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a050702 is being used to capture the reportable event of cinch failure to cut. Device code a150101 is being used to capture the reportable event of cinch failure to deploy. Impact code f2301 is being used to capture the reportable event of additional device required. The overstitch cinch device was not returned, although the customer provided pictures where it can be seen that the pull wire was broken inside the patient's anatomy. An ovesco generator was used to cut the wire close to the plug. This event is catalogued as "adverse event related to procedure" because the adverse event occurred during the procedure and the device had no influence on event. Based on the information provided, the most probable root cause of the reported issues cinch failure to deploy and cinch failure to cut is? Cause not established? Due to lack of evidence.

Manufacturer narrative:
Block h6 has been updated new patient code e2008 is being used to capture the reportable event of foreign body in patient. Block h6 device code a050702 is being used to capture the reportable event of cinch failure to cut. Device code a150101 is being used to capture the reportable event of cinch failure to deploy. Impact code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic submucosal dissection (esd) overstitch closure procedure performed on (B)(6) 2024. During the procedure, the cinch failed to cut the suture. The user squeezed the handle harder, and the suture was cut; however, this caused the cinch wire to spring back into the cinch plug. A rat tooth was used to remove the cinch wire from the plug; however, it was unsuccessful. A ovesco generator was used to cut the cinch wire close to the plug. The procedure was completed with a different device same model. There was no patient complications reported as a result of this event. **additional information** once the wire was cute a small piece remains inside the patient.

Manufacturer narrative:
Block h6. Device code a050702 is being used to capture the reportable event of cinch failure to cut. Device code a150101 is being used to capture the reportable event of cinch failure to deploy. Impact code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic submucosal dissection (esd) overstitch closure procedure performed on (B)(6) 2024. During the procedure, the cinch failed to cut the suture. As a result, the user squeezed the handle harder and the suture was cut; however, this caused the cinch wire to spring back into the cinch plug. A rat tooth was used to remove the cinch wire from the plug; however, it was unsuccessful. An ovesco generator was used to cut the cinch wire close to the plug. The procedure was completed with a different device same model. There was no patient complications reported as a result of this event.